Event description:
It was reported that the shapematch cutting guides did not fit the pt when femoral block pinned in place, the distal femur was cut in extension (severe). From there went to traditional im instrumentation - outcome was acceptable after standard instrumentation.

Manufacturer narrative:
An eval of the device cannot be performed as the device was discarded and not returned to the manufacturer. Should additional info become available, the eval summary will be submitted in a supplemental report.